Event description:
During cataract surgery after implanting the lens the physician noted that the lens was defective (had a scratch on it). Required the physician to explant the lens and implant a new lens. No injury to patient.======================manufacturer response for intraocular lens, alcon (per site reporter).======================track and trend incident.